Event description:
Boston scientific crm received info that this dextrus atrial lead dislodged following the implant procedure. The lead was successfully repositioned in a revision procedure. No adverse pt effects were reported.